Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
There are two possible devices involved in the event as follows: gynecare gynemesh ps, product code ni, batch ni, exp date ni, mfg date ni. Tension free vaginal tape, product code 810081, batch 3182104, exp date 06/30/2009, mfg date 07/29/2008, in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: gynecare gynemesh* ps tension free vaginal tape.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a mccall culdoplasty, perineoplasty, posterior perineorrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced infection, dyspareunia, depression. Patient had colonoscopy with ileostomy for cancer screening on (B)(6) 2009. (B)(4).